Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump had gas gain and gas loss alarm. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4(catalog #, unique identifier (UDI) #), d7a, a1 a1 is blank but was incorrectly sent in initial MDR. Customer called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. She stated the gas loss alarm had alarmed once (pump #1). She had troubleshot this alarm by switching out the pump with another cardiosave. However, she received a gas gain alarm after switching out the console (pump #2). She verified that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. Esp member instructed customer to press the iab fill key for 2 seconds which resolved the alarm. She reported the patient¿s hr was consistently in the 150s and the patient had also been repositioning frequently. Esp member reviewed the proper troubleshooting steps and the nature of the alarm with (B)(6) and explained that it was most likely triggered by the above clinical factors. Esp member provided her my direct phone number and asked her to contact me should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. Complaint ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h11. Corrected fields: e1 (initial reporter), h6 (investigation findings, investigation conclusions)/ reverting patient ID field blank.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in inta aortic balloon catheter, sensation plus 50cc, there was gas gain and gas loss alarm while in use there was no patient harm or injury reported.